Event description:
It was reported that when using pyxis medstation es system latch on door 2 of b-4nt-2 tower is experiencing a double-clicking issue. The customer confirmed that this malfunction is causing delays in the dispensing of medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that there was no failures. A field service engineer tightened all latch connections to resolve the issue. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshot the device.